Event description:
The customer reported an e486 - "no instrument connected" error during an unspecified procedure involving an olympus electrosurgical generator (esg-400). The customer did not provide a suspected cause, and there was no patient injury reported.

Manufacturer narrative:
H10 - related report numbers (noted due to character limit): 3011050570-2025-01347, 3011050570-2025-01347-01, 3011050570-2025-01347-02. The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.